Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor break anomaly. Troubleshooting was performed. Customer advised sensor broke inside of their body. Customer was not sure if sensor was still inside of their body. The sensor will not be returned for analysis.